Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in process. Location unknown.

Event description:
The tmt patella was implanted on (B)(6) 2014 ((B)(4)). The patient underwent a revision on (B)(6) 2016 due to pain and loosening of the tibial component, but the patella remained implanted. The patient was revised to a smith and nephew zirconium knee construct. The patient was further revised in (B)(6) 2017 due to unknown reasons. It is unknown what was removed.